Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was stated that the patient normally every night turn stimulation off and in the morning, before turning stimulation back on using their preferred settings , they turn stim down to 0.5, so when turning stimulation back on , it is not such a shock to the patient. After stim is turned on in the morning, then they increase to the desired amplitude of 2.9 on one side and 3.0 on the other. It was reported that starting this saturday, they are able to turn stimulation off at night, and the stimulator on the left side of the patient's body allows them to decrease stimulation prior to turning it back on in the morning and allows them to increase to the desired setting, however the stimulator on the right side of the body does not allow that to happen when patient is on b, the preferred setting, they are able to decrease on a but not on b. It was stated that when trying to decrease b prior to turning it on, they encounter the lower limit screen and they wonder if they accidentally caused this when trying to use the patient programmer (pp). At the time of the call, the caller successfully decreased a down to 0.5, then turn stimulation on and back up but caller was not successful when trying to do the same process on b. They encountered the lower limit screen at 2.40. It was reviewed for the caller that it can be done turning stim on, on a at 0.5 then increasing then changing to b however the settings are in the implant itself and recommended reporting and resolving this working with the health care professional (hcp). It was noted that patient always gets shocked when turning stimulation on in the morning. No further patient complications were reported/ anticipated as a result of this event.